Manufacturer narrative:
Correction: h6 (device code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced defective device, mental pain, disability, impairment, loss of enjoyment of life, mesh tearing, mesh degradation, mesh contracting, inflammation, mesh adhering, mesh erosion, scar tissue, nerve damage, pulling/tugging sensation, burning sensation, spasms, tingling sensation, swollen ankles, nausea, leaking sensation, mesh frayed and migrated, abdominal pain, pain, rectal hemorrhage, lump in abdomen, bleeding in stool, significant weight loss, inability to lift items greater than 30 lbs, limp in his gait, bloating, infection, tenderness, emotional distress, disintegration of mesh, superior mesenteric artery syndrome, allergic reaction, mesh feels bunched up, bulging sensation, buzzing/vibrating sensation, discomfort. Post-operative patient treatment included medical treatment, medication for pain, admission to hospital, ice packs for pain.